Manufacturer narrative:
One small plastic vial containing an unknown fluid was returned wrapped in a pack label. Visual inspection with the unaided eye found no particle floating in the fluid. The fluid was poured onto a 0.45 micron filter and then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found two blue fibers, one dark hair-like fiber, one dark particles (speck) and two cream colored substances that have the appearance of organic material. No "blue plastic residue" was found. The source and origin of the particles and substances cannot be determined.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.product has been requested for evaluation however it has been received.

Event description:
At the end of surgery a blue plastic residue was found in the wound. It was removed with forceps. No direct consequences for the patient this time.